Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken hook. The entire hook, measuring approximately 0.205" x 0.305", was found broken off the distal end. The broken hook was not returned with the instrument. No thermal damage was observed. This failure is typically associated with mishandling/misuse. An additional observation not reported by site was identified. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.900¿ - 0.103" in length and were not aligned with the tube axis. This failure is typically associated with mishandling/misuse. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the permanent cautery hook (pch) instrument broke and fell inside the patient's anatomy. The instrument fragment was removed during the same case. It was unknown if a post-operative test was performed to verify if all fragments removed. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.